Event description:
It was reported that the patient experienced a loss of therapeutic effect. The reporter stated that the patient fell in (B)(6) 2012 and that the patient's legs were bothering him. The patient had a device to treat back and leg pain, but was not getting relief in the legs since the fall. The healthcare professional (hcp) wants a manufacturer representative present at the patient's next appointment. No date had been scheduled at the date of this report. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).